Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Ischemic stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in neurosurgery that patient suffered an ischemic stroke thirty days following the procedure. No further details were reported.

Event description:
It was reported in neurosurgery that patient suffered an ischemic stroke thirty days following the procedure. No further details were reported.

Manufacturer narrative:
Event date: the exact date is unknown; all patients included in the article were treated between (B)(6) 2006 to (B)(6) 2008.